Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The backlight inverter printed circuit boards (pcbs) were upgraded. The ventilator passed self-testing.

Event description:
Report received that the ventilator lost communications. The ventilator was not on a patient at the time of the event.